Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: unable to duplicate cs alarm issue. History showed that a call service alarm had occurred multiple times. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump case. Returned battery and cartridge caps were used to complete the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.